Event description:
A malfunction was reported on the pump, displaying malfunction code 9. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if any issues reoccurred, which they acknowledged and understood.